Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The ipg system was not replaced. It was noted that a ¿j¿ tipped wire was also in the venous system, scarred into the renal vein. No further patient complications have been reported as a result of this event.